Manufacturer narrative:
The ventilator did not pass the pre-use check (puc) due to failure of the pressure sensor test. Our field service engineer investigated the reported ventilator on site. The expiratory pressure transducer printed circuit board (pcb) was replaced to resolve the issue, and sent back for investigation. The provided device logs confirm failed pressure transducer test sequence during puc at date of reported event; the logs confirm issue with the expiratory pressure transducer pcb. The returned pressure transducer circuit board has been tested in a ventilator. The ventilator failed the pre-use check with pressure transducer test sequence; the expiration offset is out of range and could not be stored persistently as described in provided logs as well. The zero pressure voltage has been measured using a multimeter which showed an out of range value and confirms the observed error with pressure transducer pcb offset issue. The wheatstone bridge for the pressure sensor has been measured and the result show a balanced bridge with no major drift. A microscopic investigation shows that the membrane inside the sensor's cavity was clean and without any damage. The reported error was confirmed and reproduced in our investigation lab. The pressure transducer has been confirmed to be the cause of the issue. A defective pressure transducer may lead to inaccuracy in pressure measurement. Appearance of this failure will be noticed by the user by generated high priority alarms. If present, the fault will be detected during pre-use check.

Event description:
Manufacturer's ref# (B)(4).

Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).